Event description:
Five patients had bravo capsules placed in 2009. These pts experienced severe chest pain in the days following insertion. Two of the five pts had prolonged attachment of the brave capsule.